Manufacturer narrative:
(B) (4).

Event description:
See also MFR report 3004209178-2010-01684. The pt had no therapeutic effect since implant. He was taking the same amount of sinemet as prior to surgery. His primary symptoms were rigidity, bradykinesia, and balance. The pt was frustrated with the results of the implant. He had bilateral subthalamic nucleus lead placement and he was told the leads were "marginal". Further info is being requested from the hcp.